Manufacturer narrative:
The technician found two caster supports were broken. He replaced the caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding on the bed.